Event description:
The patient was experiencing no pain relief and the battery was beeping. The pump was removed and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.